Event description:
Additional information was received form the rep. It was reported that the cause has not been determined. Surgical revision will be booked through their hcp. No date give yet. Rep stated if anything is removed it will be returned after surgery. Rep stated they will be ruling out fx lead / leads or disconnected or loose leads at generator. Rep will check impedances with initial ins after leads are back in or use a wens if needed to check the status of leads. Also there was a plan to look at leads in thoracic area to be sure they were in the proper place from where they used to be at time of implant. Patient still used his device which programs were set on 8-15 around electrode 9 with high impedance / connectivity issue until further intervention to troubleshoot this matter.

Manufacturer narrative:
Continuation of d11: product ID: 977a260; serial#: (B)(6); implanted: on (B)(6) 2019; product type: lead; product ID: 977a260; serial#: (B)(6); implanted: on (B)(6) 2019; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-aug-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 21-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's stimulation turns off on its own. He can turn it on and off by moving his back near the ins with his hands. The patient doesn't have any input regarding the reason for this, no falls or accidents were reported. An impedance and connectivity was checked. 0-7 lead upon connectivity check being completed showed red x's from 0-7. Contact 9 also shows a red x (high impedance 40k ohms). The patient programs are all on 8-15 lead which is functioning rather correctly, but when the stimulation turns on and off the patient's controller gets locked out and he cannot increase or decrease. The rep checked impedance multiple times in multiple positions and high impedances moved on 8-15 lead. 0-7 completely unable to be programmed or used. A revision is being scheduled on this patient to explore to see what is or could be wrong with the system/leads. The issue has not been resolved at this time.